Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit would not power on. The patient was not under any sedation as the issue did not occur during any procedure. Therefore, there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon, ¿power cannot be turned on¿, was not reproduced. However, it was determined to have likely occurred due to a temporary malfunction of the power supply unit, power switch, and motherboard, or a decrease in the commercial power supply voltage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.